Manufacturer narrative:
The provided calibration and qc data gave no indication of an issue with either the reagent or the instrument. The analyzer alarm history does not contain a conspicuous event. The field engineering specialist (fes) found that the photomultiplier tube (pmt) high voltage was high. He performed a system volume check. He adjusted the pmt voltage. He performed performance and precision testing with acceptable results. The customer performed liquid flow cleaning. The customer ran calibrations and qc testing with no issues. The customer was not using rack adapters and the centrifuge time was too short. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified.

Event description:
The initial reporter complained of a questionable elecsys estradiol iii assay result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial estradiol result was 741.8 pg/ml. The initial result was reported outside of the laboratory to the nurse, but the nurse questioned the result as it did not match the patient's clinical history. The same patient sample was retested with an estradiol result of >3000 pg/ml with a data flag. The same patient sample was then tested with a 1:10 dilution and had a result of 2733 pg/ml. The estradiol result of 2733 pg/ml was deemed to be correct. The estradiol reagent lot was 394029 with an expiration date that was requested but not provided.